Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2014. It was reported approximately 5 years post the index procedure, the patient presented to the emergency room (ER) with pain. A type ia endoleak was ID entified. The physician elected to implant heli-fx endoanchors as treatment and the endoleak was confirmed as resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.